Event description:
It was reported when using the bd vacutainer® edta 2k three (3) tube caps loosened significantly after recapping, causing blood leakage when being transported. There was no report of impact to the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.